Manufacturer narrative:
The device was not received for analysis; therefore, no physical analysis of the product can be performed. The batch number is unknown; therefore, the manufacturing records for the complaint device cannot be reviewed. It was reported that the device will not be returned for evaluation; however, if there is any further relevant information received, a follow-up medwatch will be filed.

Event description:
The jetstream catheter was being used over an 014 thruway wire. They have a wire stick. It was stuck and the wire had to be taken out of the patient. No harm to the patient.